Event description:
The pt reported the infusion device does not correctly deliver insulin and he has experienced elevated blood glucose of 390 mg/dl. His normal blood glucose level is 160 mg/dl. He stated the basal and bolus setting are programmed correctly and there were no air bubbles in the system. He injected insulin via syringe to lower his blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.